Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth, and the type iiia (iliac limb) events are unconfirmed due to lack of the relevant medical information. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported to be stable post the secondary procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply.¿

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply¿.

Event description:
The patient was initially implanted with afx bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post secondary procedure, during a routine follow up, a computed tomography angiography (cta) identified a type 3a endoleak with separation between the limb extension and bifurcated stent graft and aneurysm growth. The physician elected to implant an afx limb stent graft and an ovation ix iliac limb extension to resolved this event. The patient was reported as doing well. Note: this patient had a previously reported event under MFR #2031527-2018-00279 for a type 3a endoleak. A vela infrarenal stent graft was implanted to treat this event.